Event description:
"Dr noticed during the procedure that he was loosing pneumo, he carried on with procedure till he noticed his hands felt to be between the alecis sheath and the lower green ring, where the sheath is normally attached. The sheath was disconnected half way around the ring. Dr does not know how the sheath disconnected from the green ring. Failrue was early in the case. No trocars of insturments had been inserted through the gelseal cap. They removed the gleport that failed, replaced it with another gelport and finished the procedure without incident of any further problems."

Manufacturer narrative:
Product has not yet been returned to manufacturer. Follow-up will be provided upon evaluation of device.